Manufacturer narrative:
The insulin pump was received with broken battery tube threads, broken reservoir tube lip, a missing reservoir tube o-ring, cracked reservoir tube, scratched reservoir tube window, cracked case at display window corner, scratched case, missing end cap sticker and a broken battery cap. (B)(4).

Event description:
The customer called and reported the plastic around the reservoir and battery cap was damaged. Customer stated the rubber ring from the reservoir compartment was gone and she was using tape to keep the reservoir in. Customer's blood glucose was not known. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.